Event description:
The customer contacted stryker to report that their device would not complete its initial boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify but and duplicate the reported issue. Stryker determined that the cause of the issues was due to a connector from power pcb to system pcb not being fully seated. After reseating the cable and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.